Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster requiring the use of two stents. Device issue: failure to cross. It was reported that the graftmaster stent failed to cross the lesion; therefore, the perforation was treated with another company's stent and a vision stent. No add'l event or pt info is available.